Manufacturer narrative:
MDR 2517506-2019-00220 was filed for the same event. Siemens headquarters support center (hsc) completed the investigation of the discordant cardiac troponin I (ctni) result. The issue was the customer reported a 50% recovery dilution result. The diluted result is not a reportable result. The cause of this event was use error. The customer has been educated by the siemens technical support center. No product non-conformance was identified and the customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 system. The result was not reported to the physician. The result was deemed invalid by the laboratory. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.